Event description:
It was reported the patient was unable to adjust stimulation and observed a ¿call your doctor icon.¿ it was further reported the patient saw an ¿elective replacement indicator (eri) message¿ the day prior to report. The patient¿s physician reported ¿therapy impedance¿ readings of 145 ohms at the time of report. It was noted the patient had not experienced any falls or traumas at the time of report. X-rays were planned at the time of report. Additional information stated the ¿patient had a short circuit¿ and the patient¿s ¿left side implantable neurostimulator (ins), lead, and extension would be replaced (B)(6) 2013.¿ additional information stated the patient¿s ins, lead, and extension were replaced. It was reported the patient ¿rode a motorcycle and the helmet did something to the lead.¿ the patient was reported to have ¿received excellent therapy¿ and was ¿doing great¿ following the procedure. It was noted the device was discarded and would not be returned.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3 708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: extension; product ID 3387s-40, lot# va0405a, explanted: (B)(6) 2013. Product type: lead. (B)(4).